Event description:
On (B)(6) 2013, the reporter, an ICU nurse, contacted animas regarding a patient who presented to hospital on (B)(6) 2013 with blood glucose (bg) levels in low 400mg/dl, complaining of weakness, nausea, and vomiting. The patient was admitted to ICU on (B)(6) 2013 for diabetic ketoacidosis (dka). The patient is receiving IV drip treatment and is off her personal pump at this time. Bg now is 120mg/dl and she is no longer in dka. The reason for the dka is unknown and the health care provider and endocrinologist wanted to assess pump before resuming pump. The patient came to the phone at end of second call to report that bgs have been elevated since (B)(6): inconclusive as to why bg are elevated since august and the pump history stops mid august, so customer technical support (cts) was unable to review. Patient reports she has been assessed twice by hcp and no medical reason for elevations was identified. She denies any issue with cartridge or sites. Her bgs have remained 350-450mg/dl range and unable to get below the 350mg/dl range since august. Her a1c has gone from 6.2 to 7.6 last check. Patient denies any change in health, diet, or activity. Basal rates are correct and patient reports she has even increased her basal at times to try and control bg. Customer technical support (cts) instructed patient it will be necessary to continue ongoing assessments with hcp and although says no issue with sites, patient will need to discuss other possibilities of why bgs are elevated. The patient has discontinued the pump and is on a back-up plan. This complaint is being reported due to the allegation that a patient on insulin pump therapy was hospitalized with dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.